Event description:
The rptr started working for the dialysis unit in 8/94. Part of his preemployment physical was a pulmonary function test. The rptr was told by the physician several weeks later that the pulmonary function test was okay but his request for the results was refused. During the five weeks the rptr worked at the unit, he experienced sore throats, headaches, nausea and labored breathing. The rptr was afraid for his health. He attributed his symptoms to the fact that the reuse cart was not working properly. On three occasions the lines blew off and formaldehyde got on his face. He submitted several variance reports to the unit and the variance reports confirmed a malfunction. When osha was called in, the unit responded that the rptr must have done something wrong because there was nothing wrong with the cart. The rptr quit after five weeks because of the health problems he was experiencing. The rptr stated that he insisted on having a pulmonary function test before he left. The results were 58%; the person who did the test wrote that he did not try hard enough. Eleven days later the test was repeated and the results were 68%. The rptr stated that after leaving the unit he did improve somewhat. The rptr finally was told that his preemployment pulmonary function test was 81%. He consequently had other tests with the results in the 67-68% range. The rptr saw a pulmonary specialist on 1/20/95, who told him that he was not going to get any better. The rptr stated that he knew of a female employee who could not continue working in the reuse cart room because she developed allergies to bleach and formaldehyde, but the unit told osha that no one else working on the unit had experienced any problems.